Manufacturer narrative:
Follow-up #1: date of submission 8/24/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: no defect was found. Unable to duplicate complaint. Black box shows no evidence of alarms, returned battery/cartridge caps were used to complete the investigation.¿ez-prime¿ steps were performed correctly; no alarm or occurred during the investigation, the product performs within specification. The pump¿s cover was removed, no intermittent condition was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).